Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A healthcare professional contacted adc to report customer¿s adc freestyle libre sensor fell off after 6 days of wear. It was further reported customer experienced unspecified hypoglycemia symptoms and was unable to treat himself. On (B)(6)-2019, the customer was seen at a hospital where he was given ¿drip¿ and no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional contacted adc to report customer¿s adc freestyle libre sensor fell off after 6 days of wear. It was further reported customer experienced unspecified hypoglycemia symptoms and was unable to treat himself. On (B)(6) 2019, the customer was seen at a hospital where he was given ¿drip¿ and no additional information was provided. There was no report of death or permanent injury associated with this event.